Event description:
A customer reported an issue with pixelation on the pump display, which hindered their ability to interact with the pump and read the screen. The blood glucose level at the time of the event was 33 mmol/l, and the customer had trace ketones, though the ketone level was not deemed dangerous. The customer administered a correction bolus via the pump which successfully resolved the blood glucose. There was no injury caused by the event. Technical support decided to replace the pump to resolve the display issue.

Manufacturer narrative:
Updated b1, b2, MDR codes.